Manufacturer narrative:
Samples have been received from the customer. Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that the transducers are drifting. No further information available.